Event description:
Pt's aortic valve was replaced at the clinic, with a human organ donor valve - homegraft - that pt was told would last 15-20 years. Upon follow up 8 1/2 mos later in 2003, pt was told the transplanted valve was failing and a re-operation would be required. Pt now finds out that they have been part of a clinical study in which pt was never informed nor consented to be a part of. Had pt been told that this was not the chosen method of surgery at the clinic as reported on their website, pt would never have agreed to have this type of surgery performed on them. Pt cannot find another major hosp that does a homograft surgery as the primary surgery for someone like them that did not have severe valve or root infection or destruction including the clinic. Pt's problem is now finding another surgeon who knows how to replace the failing homograft.